Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported her pigtail to the infusion set had been in for longer than 2 days two weeks ago. Patient stated she showered and did not dry around the pigtail area and the infusion site became infected. Patient's infusion site in use at the time was her abdomen. Patient reported she went to the doctor due to the infusion site being painful, red, and hard. Patient stated she was placed on antibiotics. Patient reported she is aware to change the infusion site every 2 days. Advised patient she does not have to change the infusion site after showering if it has not been in for 2 days. Advised patient just to dry around the infusion site area. Patient discarded the alleged infusion set. No product return was requested.